Event description:
It was reported that bd integra¿ 3 ml syringe with detachable needle failed to retract. This was discovered after use. The following information was provided by the initial reporter: material no: 305269, batch no: 9018575. It was reported that the needles failed to retract. Event description per phone call states: there seems to be another site that has been experiencing the same issues with the same product, same lot#. The site reported that the issue has been ongoing, with the needles not retracting. I am awaiting more details, and will pass along as soon as I have them.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd integra¿ 3 ml syringe with detachable needle failed to retract. This was discovered after use. The following information was provided by the initial reporter: material no: 305269, batch no: 9018575. It was reported that the needles failed to retract. Event description per phone call states: there seems to be another site that has been experiencing the same issues with the same product, same lot#. The site reported that the issue has been ongoing, with the needles not retracting. I am awaiting more details, and will pass along as soon as I have them.